Event description:
It was reported that during a procedure of the unspecified coronary vessel the 2.5 x 38 mm xience xpedition stent was deployed without noted issue. After stent post-dilatation with a 2.5 x 15 mm nc trek balloon dilatation catheter (bdc) at unspecified atmosphere (atm) a perforation was noted. A 3.0 x 12 mm graftmaster stent was used successfully as treatment. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. There was no reported device malfunction and the product was not returned. Arterial perforation is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (elhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.